Event description:
It was initially reported that a vns patient being treated for depression died. Death certificate revealed that the coroner determined the cause of death to be "unspecified natural causes" and the manner of death was listed as "natural". No autopsy was performed. Follow up with the funeral home revealed that the patient was cremated with the device intact. The device will not be returned for product analysis. Additional information received from the patient's treating physician revealed that the patient was receiving therapy at the time of his death and was on several medications (depakote, klomopin, and lamictal). The physician confirmed that the patient died in his sleep and had complained of vomiting and nausea the day before his death. The physician stated that the relationship between vns and the patient's death was unknown.